Event description:
It was reported that prior to an angioplasty procedure in the vertebral artery via the right femoral artery access, the balloon was allegedly unable to be inflated. It was further reported that the balloon was allegedly unable to be deflated. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the sleek rx pta catheter products that are cleared in the us. The 510 k number and pro code for the sleek rx pta catheter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the sleek rx pta catheter products that are cleared in the us. The 510 k number and pro code for the sleek rx pta catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The balloon inflated with water but did not maintain pressure due to a leak located at the re-port. The balloon deflated successfully. The result of the investigation is confirmed for the reported failure to inflate balloon issue and unconfirmed for the balloon deflation issue. The root cause for the reported failure to inflate and deflation balloon issues could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for this litepac rx device was reviewed and the following sections are applicable. Balloon characteristics individual compliance charts are provided on the package label of each product. The semi-compliant balloon has a 8% ± 4% growth in diameter from nominal to rated burst pressure. All inflations should be viewed under fluoroscopy. The litepac¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the litepac¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: ¿ visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the guiding catheter/introducer sheath. Use only an endoflator or a 20 ml or larger syringe for inflation. Use the catheter prior to the ¿use by¿ date specified on the package. This catheter is not recommended for pressure measurement or fluid injection. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation, remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%). Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. Attach a haemostatic valve to the appropriate guiding catheter/sheath, which has been previously inserted into the vasculature following standard product guidelines. Insert the guidewire (0.014¿ (0.356 mm) max) into the guiding catheter/ sheath through the haemostatic valve. Under fluoroscopy, position the guidewire across the lesion in accordance with accepted pta techniques. Make sure that the protective sheath has been removed from the balloon. Back load the guidewire into the distal tip of the balloon catheter. Advance the balloon catheter in small steps to the tip of the guiding catheter/sheath. Re-attach the torque device to the guidewire. Hold the guidewire stationary and advance the balloon catheter over the guidewire and across the stenosis. The radiopaque balloon marker and a low pressure (10 to 20 psi/69 to 138 kpa) balloon inflation should be used to confirm that the indentation caused by the stenosis is centrally located within the balloon segment before proceeding with the dilation. ¿ inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. Note: do not exceed the rated burst pressure. ¿ after each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure in the vertebral artery via the right femoral artery access, the balloon was allegedly unable to be inflated fully. It was further reported that the balloon was allegedly unable to be deflated. The procedure was completed using another device. There was no patient contact.